Event description:
It was reported that temperature alarm occurred. Customer cleared the alarm to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction bolus via pump.